Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient stated the sensor wire fell off the sensor applicator. The patient did not report any injury or medical intervention.